Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e31025, h13g08029, and h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and hazy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event; however, the patient was treated with an ancef (1 gram unit dose, every day x 7 days) and vancomycin (1 gram unit dose, 2 doses) for peritonitis. On an unreported date a few days later, ancef and vancomycin were discontinued. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13e31025, h13g08029, and h13i06037. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.